Event description:
Pt underwent bronchoscopy as standard of care on (B) (6) 2010. Research brushings were collected for protocol adx 0001. Five days after the bronchoscopy ((B) (6) 2010), the pt experienced seizure and was admitted to the hospital. The pt was discharged from the hospital on (B) (6) 2010. The seizure was unlikely to be related to the research brushings or to the bronchoscopy, but more likely to be related to progression of disease. Dates of use: (B) (6) 2010. Diagnosis or reason for use: seizure.